Event description:
A cartridge alarm 20 was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge using the proper technique with assistance from technical support and resumed insulin therapy, resolving the issue.